Manufacturer narrative:
Results: the ruby coil embolization coil was detached from the pusher assembly, inside the lantern, and could not be flushed or pushed out of the lantern for further evaluation due to the ovalization of the lantern. Conclusions: evaluation of the returned device revealed the lantern was ovalized near the distal tip. This damage typically occurs due to forcefully gripping or pinching of the lantern during insertion into another catheter. This ovalization likely caused the inability to advance the ruby coil through the lantern. The ruby coil embolization coil was returned detached from the pusher assembly, inside the lantern, and could not be flushed or pushed out of the lantern for further evaluation due to the ovalization of the lantern. The ruby coil pusher assembly was not returned for evaluation. All ruby coils are functionally and visually inspected during in-process inspection. All lanterns are visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00676.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, a ruby coil was unable to advance completely through the lantern and became stuck at the tip of the lantern. The physician removed both the lantern and ruby coil from the patient and completed the procedure using new ruby coils and a new lantern. There was no report of an adverse effect to the patient.